Event description:
The biomedical engineer (bme) reported they were receiving a "raid rebuild" message at the central nurse's station (cns) when attempting to restart the unit after it had gone down.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they were receiving a "raid rebuild" message at the central nurse's station (cns) when attempting to restart the unit after it had gone down. Nihon kohden no patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer was experiencing a "raid rebuild" prompt which indicated early signs of hard drive failure or a recent occurrence of an ungraceful shutdown. Hdds are electronic components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," or "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance).

Manufacturer narrative:
The biomedical engineer (bme) reported that they were receiving a raid rebuild message on a central nurse's station (cns). He received a report that a cns had gone down and was unable to be rebooted. After receiving the report, he went to the department where the device was located and discovered it was powered off. They attempted to boot up the cns and after several minutes, it was fully rebooted. He then system exited the cns application to ensure that the device was functioning as it should. Once the application was closed, and they were on the windows desktop, he noticed a prompt in the lower right hand corner of the device which read raid rebuild and called to ask what that meant. Nihon kohden technical support (tech support) informed him that the prompt was informing him that rebuilding the raid volume will reestablish user file protection from a single hard drive failure. Tech support then informed the customer that the reason he may have received the prompt was due to the cns having experienced a hard shut down. After providing them with this information, tech support waited for a few moments for the device to be rebooted once again. Once the cns was back up, tech support ensured that there was no further assistance required. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they were receiving a raid rebuild message on a central nurse's station (cns). He received a report that a cns had gone down and was unable to be rebooted. After receiving the report, he went to the department where the device was located and discovered it was powered off. They attempted to boot up the cns and after several minutes, it was fully rebooted. He then system exited the cns application to ensure that the device was functioning as it should. Once the application was closed, and they were on the windows desktop, he noticed a prompt in the lower right hand corner of the device which read raid rebuild and called to ask what that meant. Nihon kohden technical support (tech support) informed him that the prompt was informing him that rebuilding the raid volume will reestablish user file protection from a single hard drive failure. Tech support then informed the customer that the reason he may have received the prompt was due to the cns having experienced a hard shut down. After providing them with this information, tech support waited for a few moments for the device to be rebooted once again. Once the cns was back up, tech support ensured that there was no further assistance required. No patient harm was reported.